Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this patient with a non-functioning inflatable penile prosthesis (ipp) implant device had a surgical procedure performed during which the device was explanted and replaced. Upon explant the physician identified fluid loss from the device. There were no patient complications reported.